Event description:
It was reported that a mesh prolapse repair was performed on (B)(6) 2012. The patient underwent a sling takedown, excision of mesh and pubovaginal sling. No date or additional information provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2012-05153 and medwatch 2210968-2012-02777. The same patient is represented in each medwatch.